Manufacturer narrative:
Findings: pump received with broken battery tube threads, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a broken piece at the battery compartment of the insulin pump. No additional information provided.